Manufacturer narrative:
D10: 300-01-10 - equinoxe humeral stem primary press fit 10mm: (B)(6). 320-06-38 - glenosphere 38mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 322-38-00 - 145-deg pe 38mm hum liner +0: (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient experienced pain and decreased motion in the shoulder. As a result, the patient underwent a left shoulder revision approximately 1 year after initial implantation. During the revision surgery it was noted that one of the patient's glenoid screws had fractured which led to loosening of the glenoid baseplate. The distal portion of the screw was retained in the patient's glenoid. No further patient impact reported. No further information available. This is report 2 of 2 for this event.